Event description:
A pt admitted and underwent total r knee replacement in 2008. Upon attempted removal of hemovac drain on post-op day #1 by orthopedic physician assistant, resistance was encountered. Drain broke off at skin level. Pt returned to or on two days later mini, arthrotomy was created. Remnant of hemovac identified and removed. Drain inspected, it appeared to be exactly the right length and there did not appear to be any add'l fragments. X-ray showed there to be 1 drain fragment. Pt transferred to long term care facility for rehab and acute care on two days later.